Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial egm (electrogram) was very noisy. The atrial lead remains in use. No patient complications have been reported as a result of this event.